Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-01897. It was reported the patient's scs system was autoreducing when attempting to adjust the amplitude. The abbott representative met with the patient and system diagnostic multiple lead contacts with high impedance. The representative was unable to program effective therapy using the valid contacts. Surgical intervention was taken and the patient's entire scs system was replaced. Effective stimulation therapy was reportedly restored postoperatively.